Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise causing pacing inhibition was observed during follow-up in clinic. Lead was capped and replaced on (B)(6) 2019 during device change-out procedure. Patient was asymptomatic and stable throughout the event.